Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, a recent report described the case of a 79 year old man patient who underwent rob ot-assisted left radical nephroureterectomy in (B)(6) 2020 for bladder/uroepithelial cancer. It was noted that a running 3-0 suture was used to close the bladder cuff in two layers. The patient was discharged without incident. On post operative day ten he was seen for complaints of alguria and noted to have a positive urine culture. The patient was treated with oral antibiotics and went on to begin intravesical instillation with bacillus calmette-guerin (bcg). The patient presented to the emergency room on postoperative day 22 with malaise and fever. A cystogram confirmed a minor urine leak and the patient was placed on intravenous antibiotics and discharged home. The patient again returned to the emergency room for complaints of malaise, diminished appetite, weight loss, chills, and progressively distended abdomen on post op day 39. Exploratory surgery confirmed a small residual bladder leak, which was sutured using a 3-0 suture. The patient was treated for peritoneal tuberculosis and discharged without incident.

Manufacturer narrative:
Reference: charlotte allaeys, pieter de backer, karel decaestecker, camille berquin, karen decaestecker, steven callens (&) charles van praet (2023) peritoneal tuberculosis caused by intravesical instillation with bacillus calmette-guérin (bcg) following nephroureterectomy in a patient with bladder and upper tract urothelial cancer: a case report, acta clinica belgica, 78:3, 257-260, doi:10.1080/17843286.2022.2110688 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.